Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
The agent reported, patient had her rtsa done on (B)(6), on (B)(6) she dislocated, we revised the patient on (B)(6) by going up in diameter of sphere and added more lateralization along with using a semi constrained poly. Female 60. Complaint has been evaluated and is similar to report number 1644408-2024-01551; 508-36-107, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.